Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated out the permanent location") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Further company follow-up with the consumer is not possible. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081401) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated out the permanent location") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.